Manufacturer narrative:
Date of awareness previously captured as 15jul2025. The correct awareness date is 31jul2025.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event could not be reproduced, the pumps is working properly. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: "motor/maintenance failure" error 35-0010/0020: motor period control full description: sims associated with this problem in pump. Sent error log to clinical engineering for sims report for this device/incident. Ran basic profile test infusion for ~2hours to try and replicate error code. Error code did not appear, running through all pm tests to see if any errors or issues appear. On partner software:- changed hospital zone name to nshealth.- updated wifi configuration.- verified pump & wifi software versions were both up to date.- performed all pm tests to see if any issues or errors came up during testing; pump alarmed for downstream pressure test before accepted range. Recalibrated and passed. Flow test was slightly high but still in range, recalibrated flow as well to be more accurate.- on second run-through of pm tests to check functionality of pump, all tests passed and there was no further issues. Device cleared to be put back into service. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.